Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022, a suture was used. During the procedure, after the patient was suspended, the tail of the needle broke when the needle was punctured out of the abdominal wall. The needle was retrieved. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Unknown. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? Unknown. What measures were taken to retrieve the broken piece? Unknown. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What is the surgeon's opinion of consequences to the patient? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch qgbcmu; and no non-conformances were identified.